Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during endoscopic hand suture (ehs) after a colorectal endoscopic submucosal dissection (esd) procedure with the single use needle holder, the suture needle was dropped during peristalsis of the colon and was temporarily lost. The patient complained of pain. The suture thread was found, and the suture needle was retrieved using grasping forceps. Ehs was discontinued and another suturing technique (stated as probably clips) was performed, and the procedure was completed. The next day, the patient was pain free and in stable condition.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information provided indicated that the needle was a non olympus product. The needle holder did not malfunction. The causal relationship was requested, but was not specified by the reporter; it was only stated that when the needle was seen back on the endoscope screen, the patient no longer had pain (after it temporarily fell into the abdominal cavity). It was also stated the patient prognosis was "no problem." No additional information was available regarding the back up suture technique.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
It was further reported that the patient was not hospitalized, nor was there an extension of hospitalization.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it has been determined that the product did not contribute to the reported patient event. Therefore, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the operator of this instrument must be physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures.¿ ¿use this instrument in an environment equipped to accommodate open surgery. And have a hospitalization plan prepared in case a problem occurs that cannot be resolved endoscopically.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.